Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a missing segment, it displayed an 8 looks like a3 when turned on. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: verified reported event that the number display on the side of the screen was missing the left segments, making a number 8 appear as a 3. Visual inspection found the housing was badly damaged. Batteries were installed and unit was powered up. Display segments were observed missing during post. Unit was disassembled. Unit was powered back up. During post, the display flex cable was manipulated and segments were observed to appear. Root cause of missing segments determined to be poor connection of the display flex cable. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.